Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via (B)(4) that the 3 milagro screws have been removed due to patients knee infection. Removal of osteosynthesis material.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. The sterile load information was reviewed to see if there were any other complaints of patient infection for any products sterilized in the same load. There were 19 different lots of product containing 6780 devices. A review of the complaint files revealed there were no other complaints in which patient infection was reported. Based off the results of the sterile load review, it is unlikely the reported patient infection was caused by this mitek screw. Multiple follow ups were done to obtain more information but no response was received. Although it is unlikely the mitek product was a source of the patient¿s infection, with the information provided, we cannot determine a root cause for the reported failure. No non-conformances were identified for this part-lot number combination per qlik query executed on 09/30/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is unknown.